Event description:
It was reported that a malfunction occurred, identified by fault ID malf 16-0x20e6. There was no adverse impact on the customer's blood glucose level. The pump was confirmed to be out of warranty, but technical support arranged a replacement under coverage. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy, put the pump in storage mode, and return it using a pre-paid label within 10 days, which the customer acknowledged and understood.